Manufacturer narrative:
(B)(4). This lot was manufactured from july 09, 2014 to july 10, 2014. Evaluation summary: the device was not available for evaluation; however, the customer provided a photograph. A photographic inspection determined that the reservoir was ruptured. The cause of the rupture could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor bladder ruptured during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.